Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the heater bag and the heater line of a homechoice disposable set with cassette which resulted in a solution leak. This occurred during fill phase 1 of peritoneal dialysis (pd) therapy. During troubleshooting, it was determined that there was a loose connection between the heater bag and heater line which resulted in a disconnection and solution leak. Renal therapy services (rts) assisted the patient with ending the therapy session and the patient would restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.